Manufacturer narrative:
(B)(4). The delivery system of the device has been received for analysis; the stent remains implanted within the patient. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the indication of the stent placement was for a malignant esophageal stricture. The size of the lesion was approximately 12-15 cm. The patient anatomy was not tortuous and the stricture was not dilated prior to stent placement. During the procedure, the physician advanced the stent system to the target lesion and began deployment. However, when the physician attempted to reconstrain the stent for repositioning, the stent prematurely deployed. The stent was released in the desired location and was left implanted. No visible issues were noted to the stent system. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and was not returned. It was noted that the outer sheath was kinked along its length. During analysis, the outer sheath was retracted and it was noted that the inner shaft was kinked at several locations. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the indication of the stent placement was for a malignant esophageal stricture. The size of the lesion was approximately 12-15 cm. The patient anatomy was not tortuous and the stricture was not dilated prior to stent placement. During the procedure, the physician advanced the stent system to the target lesion and began deployment. However, when the physician attempted to reconstrain the stent for repositioning, the stent prematurely deployed. The stent was released in the desired location and was left implanted. No visible issues were noted to the stent system. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.